Event description:
The customer reported that the probe on the ortho provue analyzer was bent and leaked fluid during testing. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. A definitive root cause was identified. Investigation into this event found the pressure in the fluidics system was out of specification. Out of specification pressure/vacuum in the fluidics system can lead to probe drip. The fe performed the appropriate repairs and adjustments to return the analyzer to expected operation.